Event description:
It was reported that the milling bit broke. The broken parts have been retrieved and returned. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed the reported milling bit has shown that the drill broke off in the middle connection. We do suppose that too much mechanical force has been applied and caused the bit to snap off. Please note that we have not received any complaint with this article so far. The lot number provided could not be verified; therefore, further investigation cannot be performed.